Event description:
The facility biomedical technician reported a flogard device that did not detect air in line, and did not alarm during biomed testing. Test was repeated several times with air in tubing and device did not detect air and alarm. There was no patient involvement.

Manufacturer narrative:
(B) (4)the device was evaluated by a baxter service technician. The reported condition of "will not detect air in line (failure to alarm) was confirmed during the evaluation due to a defective air sensor. The device did not meet specification for the reported condition. The air sensor assembly was replaced to correct the reported condition. The device was repaired, tested and returned to the customer.